Manufacturer narrative:
Philips service replaced the cooling unit with replacement cooling unit cu 3101, roco velara replacement kit and verified operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a tube rotor problem and cooling unit defect were detected on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.